Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that they were notified by the hcp of the patient having a seizure which occurred on the day of radiation treatment. They had instructed the patient's wife on using the patient programmer (pp) to check if the device was on/ok, which they noted that it was. The root cause of the seizure was not determined, but the rep knows that the patient has multiple health issues. The patient is in their third series of radiation treatments for cancer and are also on dialysis alongside their parkinson's disease. To the knowledge of the rep, they devices are on and functioning. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient wasn¿t experiencing any deep brain stimulation (dbs) side effects. The patient was instructed how to check the ins with their programmer and to keep an eye out for scatter effects. The hcp was wondering if there was a way to check if the implant had any radiation damage, but was unsure if the radiation directly affected the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. The hcp reported that the patient had a seizure the evening of (B)(6) 2017 related to the ins being turned off for about 10 minutes. The hcp confirmed that both of the patient's ins devices are currently on and functioning with no issues. The hcp reported thinking it was interesting since the patient was approaching the maximum settings with radiation for an unrelated condition. No further patient complications have been reported as a result of this event.